Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump, and continued to use the pump for insulin therapy. There was no adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.